Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced device-device incompatibility, material split and material separation. This information was received from various sources. This malfunction involved two patients with no consequences. The age, weight and gender of the patient were not provided for both patients.